Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the half-height cubie drawer 2.1 required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawer 2.1 failed to respond when user tried to dispense medications. A field service engineer (fse) ran diagnostics and the drawer wasn¿t open. The fse found the retractor band cable on both ends was partially connected and reseated to both ends. However, the fse observed that the drawer wasn¿t opening and was popping by itself when the power was turned on. The fse replaced the control board with a new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.